Manufacturer narrative:
Argus case (B)(4).

Event description:
I have the polident cleanser it was sitting in the kitchen, I was thirsty and I took a big gulp, I thought it was water [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser tablets. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call on 09 october 2019. The consumer reported that, "polident well I did something real stupid , I have the polident cleanser it was sitting in the kitchen, I was thirsty and I took a big gulp, I thought it was water, I was just wondering if there is something that I need to do."